Event description:
It was reported that when this anchor kit was visually examined prior to use in a surgical procedure, one of the anchors appeared to be discolored, with a brown hue, on the inside. This anchor kit was not used and another kit was used instead. Three good faith efforts were completed with requests for the product to be returned. No response was received and the product has not been returned.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This product has not been returned to boston scientific and, as a result, laboratory analysis could not be conducted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.